Manufacturer narrative:
Initial reporter postal code: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had no cap on the drain line and leaked. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.